Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had a blank display as well as keypad was unresponsiveness. The blood glucose value was unknown. The customer decline troubleshooting for blank display. The product will return for the analysis.

Manufacturer narrative:
Device was received with blank display due to moisture damage electronic assembly. Unable to verify keypad unresponsive or button error alarm due to blank display.